Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that they were attempting to use this device to deliver a synchronized shock to a patient during a synchronized cardioversion procedure. When the user pressed the shock button, the device froze for one minute and then powered off. The user was able to power the device back on and deliver a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use this device to deliver a synchronized shock to a patient during a synchronized cardioversion procedure. When the user pressed the shock button, the device froze for one minute and then powered off. The user was able to power the device back on and deliver a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were attempting to use this device to deliver a synchronized shock to a patient during a synchronized cardioversion procedure. When the user pressed the shock button, the device froze for one minute and then powered off. The user was able to power the device back on and deliver a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device locked up after the shock button was pressed.